Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after a surgery of grade ii hemorrhoid treated with het(hemorrhoid energy therapy), small fissure was treated with topical cream and was healed in 2 weeks.